Manufacturer narrative:
The autopulse platform (s/(B)(4)) was returned to zoll for evaluation. Investigation results as follows: a review of historical complaint data from january 2015 to april 21, 2016 revealed that autopulse s/n (B)(4) was returned to zoll for routine preventative maintenance. A visual inspection of the returned autopulse platform was performed and found that there was no physical damage observed. Based on the platform archive, the last time the device was powered on was (B)(6) 2015. During the date of (B)(6) 2015, there were multiple user advisory 7 (discrepancy between load1 and load2 too large). There was a user advisory 7 display upon power-up during the archive download process on (B)(6) 2015. The platform was functionally tested and found that load cell module 2 was not functioning properly which resulted in the autopulse displaying user advisory (ua) 7 ((discrepancy between load 1 and load 2 too large) message. The load cell was replaced to remedy the issue. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during functional testing. The root cause was a defective load cell module 2 which was replaced to remedy the issue. The platform passed all final functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned.

Event description:
It was reported that during patient use the autopulse platform s/n (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error code. No patient information was disclosed. No additional information was provided.